Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported compact plus system results of 292 mg/dl, 76 mg/dl and 169 mg/dl within 10 min. She reported a separate comparison on the same system of 451 mg/dl and 148 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.